Manufacturer narrative:
This complaint is confirmed, cause unk. A longitudinal split in the catheter is seen distal to the surecuff. The catheter was placed under a magnified light source. Pockets of residual material are seen intermittently distal to the leak site. A segment of this material was removed from the distal tip of the catheter. The split located on the catheter contains characteristics associated with burst trauma secondary to over- pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. This may be a user maintenance issue. The product IFU gives graphic and illustrated instructions on proper maintenance procedures. A chr of lot #reuk0800 showed no other similar product complaint(s) from this lot number.

Event description:
The 2.7 fr broviac was surgically placed earlier this month. Infused at 1 ml per hour with 1 unit heparin per ml used for blood draws and blood administration only. Eight days following placement, user unable to draw blood. The next day there was leaking from insertion site. The following day user unable to infuse. Subsequently, the port was surgically removed. Upon removal, a hole was found just below the change in diameter of catheter. No pt harm, however, pt did have another procedure. Health professional impression: suspect clot in tip of catheter led to increase in pressure in lumen, which eventually may have ruptured the catheter.